Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system declared a lead safety switch. Additionally, there were four stored episodes of noise and oversensing. The pacemaker was reset and the impedances were within normal limits at 420 ohms in the bipolar configuration. In-office manipulation was performed with no change in impedances and no noise observed. No adverse patient effects were reported. This product remains in-service. Additional information was received that indicates that no programmer was used during the previous replacement procedure. It is likely that the lss occurred prior to the replacement of the lead and a new lead was added, but since no programmer was involved the device was still in unipolar. This was discovered during the six week check-up. No further action is being completed by the physician.